Manufacturer narrative:
The blower motor assembly was returned for failure evaluation. Motor controller board assembly and blower pass all testing. Customer complaint cannot be verified. No-fault found.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05feb2021.

Event description:
It was reported to philips that the device had a blower that stalled. The device was not in clinical use at the time of the event. The respiratory therapist was setting up the v60 to place on a patient. This device never went on the patient, and the respiratory therapist had to get a different v60. There was a delay while setting up a new device, but no harm to the patient. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance. The fse confirmed the reported issue and determined the motor controller pcba and blower assembly required replacement. The fse replaced the motor controller pcba and blower assembly and tested the device. The fse ran the device for several hours to test in normal operation. All testing performed passed and the device was returned to service.